Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-jun-2026, it was reported by a sales representative via phone that an ar-4551 sutureloc, meniscal root repair kit¿s implant would not manually hold down in the tibia and was getting stuck in the tibial plateau. It was reported because of this, the surgeon had to pull as hard as he could and ultimately the implant got drilled into because it was not deployed in the correct position, it had cut through the bone and gone too far interior. This was discovered during a meniscal root repair with an acl reconstruction procedure with a 10-minute delay reported. The sales representative stated the acl reconstruction was completed as intended but no other implant was used for the root repair and all fragments of the complaint device were successfully retrieved.